Event description:
It was reported that during a percutaneous coronary angioplasty procedure, a guide wire fracture occurred. The totally occluded lesion being treated was located in the moderately calcified mid left anterior descending artery. The physician attempted to cross the lesion with the pt2 guide wire, however it would not cross the lesion. The physician then shaped the tip of the guide wire, and attempted to cross the lesion again. During this second attempt the guide wire fractured, with approx 2cm of the wire breaking off. The lesion was then wired with another MFR's guide wire, predilated with a balloon, and another manufacturer's stent was placed which secured the guide wire tip against the vessel wall. The pt's condition was reported as 'stable.' The physician attributed the guide wire fracture "mostly to the occlusion, and the calcification" rather than the guide wire.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.